Event description:
It was reported that the patient's artificial urinary sphincter balloon had fluid loss. The system was replaced with two 4.0 cm cuffs, a pump, and a 61-70 cm h2o balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.